Manufacturer narrative:
As reported, the patient underwent placement of an unspecified cordis vena cava filter. The indication for the filter placement was not reported. Approximately ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed an infrarenal filter in situ. The CT scan report noted that the filter had tilted posteriorly with its¿ proximal cone lying on the wall of the inferior vena cava (ivc) and possibly embedded in it. In addition, the filter was noted to be fractured and was associated with filter struts that had perforated through the wall of the ivc and into pericaval/mesenteric fat. There was no evidence of ivc stenosis or migration. The patient is also reported to have experienced chest pain, shortness of breath, leg pain, swelling of feet and anxiety associated with the filter. According to the provided records, the patient¿s next of kin became aware of these events approximately eleven years after the filter implantation. It was further reported that the patient had expired; though a date of death, cause of death and a relationship to the device were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, ivc and organ perforations and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Due to the nature of the complaint, the reported pain, shortness of breath and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the deceased patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to inferior vena cava perforation, filter fracture as well as filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Approximately ten years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported a cordis type inferior vena cava (ivc) filter positioned below the renal veins. Some of the filter struts penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted posteriorly with its proximal cone lying on the wall of the ivc, possibly embedded in it. A fracture filter strut was also reported. According to the information received in the patient profile form (ppf), the patient is deceased; however, a cause of death nor a relationship to the device was provided. The patient experienced tilting, perforation of filter struts outside the ivc, embedment, fractured filter struts retained in the body, chest pain, shortness of breath and anxiety related to the filter. The next of kin became aware of these events approximately eleven years after the filter implantation. The information received in the redacted-amended patient profile form (ppf), notes that a cordis type filter was identified per scan imaging done. The next of kin additionally became aware that the decedent experienced leg pain, swelling of leg and feet and chronic pancreatitis approximately eleven years after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an unknown cordis vena cava filter. The indication for the filter placement was not reported. Approximately ten year after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed a cordis filter in an infrarenal position. The CT scan noted that some of the filter struts had penetrated through the wall of the inferior vena cava (ivc) into the pericaval and mesenteric fat. The filter was tilted posteriorly with its proximal aspect on the wall of the ivc and possibly embedded in it. One of the filter struts was also noted to be fractured. The patient further reported having experienced chest pain, shortness of breath and anxiety associated with the filter. The patient is reported to have subsequently expired, though the date and cause of death were not provided. In addition, a relationship between the patient¿s death and the device were also not provided. The patient¿s next of kin are reported to have become aware of these events approximately eleven years after the filter implantation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, ivc and organ perforations and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the deceased patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to inferior vena cava perforation, filter fracture as well as filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Approximately ten years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported a cordis type inferior vena cava (ivc) filter positioned below the renal veins. Some of the filter struts penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted posteriorly with its proximal cone lying on the wall of the ivc, possibly embedded in it. A fracture filter strut was also reported. According to the information received in the patient profile form (ppf), the patient is deceased; however, a cause of death nor a relationship to the device was provided. The patient experienced tilting, perforation of filter struts outside the ivc, embedment, fractured filter struts retained in the body, chest pain, shortness of breath and anxiety related to the filter. The next of kin became aware of these events approximately eleven years after the filter implantation.

Manufacturer narrative:
Complaint conclusion: as reported, this deceased patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including, but not limited to ivc perforation, filter fracture, filter tilt and embedment. No cause of death has been reported. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the deceased patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: inferior vena cava perforation, filter fracture as well as filter tilt and embedment. As a direct and proximate result, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.